Event description:
Per husband, he went to load a new syringe into the pump, and the plunger dropped down too fast (usually the plunger is supposed to go down slowly), author informed pt's spouse that a new pump will be sent to them for delivery tomorrow, and that he could go ahead and reuse the pump pt was supposed to switch from. Spouse was also informed that a return box will be delivered tomorrow as well, so he could send malfunctioning pump back. The malfunctioning pump was not in use on pt at the time the malfunction occurred, so pt experienced no untoward effects as a result of the malfunctioned pump, (B)(4).